Event description:
The catheter was inserted in 2007 for commencement of recent cancer diagnosis. During an arranged admission from the following month for chemotherapy, the line was noted to have a crack in it. The pt was taken to ot on acute list for a replacement line. Info was provided that pt was acutely admitted on nine days later for neutropenic sepsis. The pt was experiencing pain at insertion site and the cuff was noted to be loose. Blood cultures had grown e. Coli during admission. Commenced on imipenem and vancomycin via hickman line. The triple lumen line was replaced.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation, therefore, we are unable to determine with certainty why the line split. However, it is possible the device may have been overly pressurized and ruptured.